Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was delivered and successfully implanted at a depth of 3-4 millimeter (mm) which was confirmed under angiography, fluoroscopy and transthoracic echocardiogram (tte). However, the implanter's preference was to leave the pigtail catheter within the non-coronary cusp (ncc) during and after final deployment. The pigtail catheter was removed after final release. The implanter used a j-tipped wire to assist in the removal of the pigtail catheter but the distal tip of the pigtail catheter found a way through a frame cell on the outflow portion of the valve. As the pigtail catheter was pulled, it snagged the valve. The valve was snare and held in place as a second valve was prepped and loaded. The second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Eval code result and eval code conclusion. Conclusion: although a conclusive root cause could not be determined from the limited information available, the reported events indicate that the pigtail catheter withdrawal was a contributing cause. Dislodge events are typically not related to a device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.